Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead under-sensing was observed on stored electrograms. Under-sensed ventricular beats were also noted. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.